Manufacturer narrative:
Updated section c.1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Updated section h6 the device was returned. The evaluation showed the following: · the tbe side branch (sb) catheter separated at the distal shaft. · the findings of the evaluation are consistent with the reported event of leading end of the catheter broken. · the root cause for the leading end of the catheter breaking was likely associated with torquing of the catheter after having difficulty in advancing it through the portal.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient was treated for a zone 2 thoracic aortic aneurysm. The physician implanted a gore® tag® thoracic branch endoprosthesis aortic component tac083715a, and then a gore® tag® thoracic branch endoprosthesis side branch tsb081206a. While implanted the tsb device, it got hung up on the portal of the tac. The physician rotated and torqued the device and was finally able to get it through the aortic device and deployed in the desired position. When he removed the delivery catheter, it was noticed that the leading olive had broken off of the catheter. The physician was able to snare it and remove it via the femoral artery. The physician then implanted a gore® tag® conformable thoracic stent graft with active control system tgmr373720 to complete the procedure without further incident. The patient tolerated the procedure. The delivery catheter and leading olive will be returned for evaluation.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.